Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient provided more information regarding why he got the stimulator. Patient said he had to go to mayo and have 4 operations on his arm to save it from that person that screwed it up so he was cut from knuckles to shoulder because of the infection and the stimulator was installed in there to try help to control it. Patient said the CT was for his spine a damage part between shoulder blades. Patient said, after about year things started healing up so health care professional (hcp) pulled his unit out but left wires in his arm they thought it would cause more trouble taking them out so they left them in. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's ins was removed but the leads were left inside the patient. When asked why the ins was removed the patient said that it wasn't doing anything and wasn't doing any real good. They noted that it was removed less than a year after it was implanted. No further complications reported.